Event description:
Caller reportedly received the following results on two different inform meters, compared to lab results, within 10 minutes: 102 mg/dl (meter used unknown), 19 mg/dl (lab), 118 mg/dl (meter used unknown), 22 mg/dl (lab). Caller is not sure which meter produced the results. (B) (4), (B) (4). No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device system for meter 2 ((B) (4), strip lot 551071, exp. 11/30/2010). Reference medwatch report with patient identifier (B) (6) for the suspect device system for meter 1.

Event description:
As reported by the (B)(6), the patient was diagnosed with a transient ischemic attack (tia) which occurred during post dilation. Approximately seven hours post procedure the patient had gradual aphasia, dysarthria and right hemiparesis. The patient was deemed to have had cerebral hypoperfusion. At the time of the index procedure, angiography revealed a 95% stenosis of the left proximal of internal carotid artery. The lesion was described as 25mm in length, mildly calcified. The reference vessel was 8mm in diameter. The patient's pre-procedure stroke scale scores were 0. The patient was asymptomatic. An angioguard with an 8mm basket was deployed beyond the lesion, after being pre-dilated. An 8 x 30mm precise pro rx stent was implanted at the target lesion, with 0% residual stenosis. During post dilation the patient experienced aphasia and right hemiparesis. The patient was diagnosed with a transient ischemic attack (tia). The onset was sudden and the patient fully recovered by the end of the procedure. Emergent surgery was not required. This event was reported to be related to the cordis stent. Approximately seven hours post procedure the patient had gradual aphasia, dysarthria and right hemiparesis. The patient was admitted to the neuro intensive care unit with the belief that he had experienced a post-procedure stroke. However, CT scans were negative for a bleed, and post-procedure ultrasounds were also negative. The onset was sudden and the patient fully recovered without treatment 3 days post-procedure without residuals. By discharge, the patient was deemed to have had cerebral hypoperfusion. The patient was discharged six days later. This event was reported to be related to the index procedure. Prior to the procedure the patient had no prior neurological symptoms and their nihss pre-procedure was 0/42. Thrombus was not noted pre or post stent deployment.